Event description:
Title: prevention of incisional hernia with a reinforced tension line (rtl) versus primary suture only in midline laparotomies: 3-year follow-up in a randomized clinical trial. The objective of this open randomized controlled clinical trial is to report the results at 3 years of follow-up of the use of the reinforced tension line (rtl) technique compared with primary suture only (pso) closure in the prevention of incisional hernia (ih) in high-risk patients undergoing laparotomy. Between november 2013 to september 2019, a total of 124 patients who underwent midline laparotomy, emergency or scheduled, who were considered high risk, were included. 20 patients are excluded who did not complete 3-year follow-up, with a final participants of 104. The patients were randomized 1:1 to the rtl technique or to pso: 51 patients (29 were males) from the rtl group and 53 patients (26 were males) from the pso group. The suture used in both group was pds plus ii monofilament number 1 (ethicon) with a 48 mm needle, but with different technique. Reported complications include death due to sepsis (n=3) during the perioperative period in the excluded patients; grade ii surgical site infection (n=28); incisional hernia (n=20); grade iii b acute evisceration (n=11); presence of seroma (n=10); presence of hematoma (n=6); mild pain with score of 0-3 of the visual analog scale (n=77); moderate pain with score of 4-6 on the visual analog scale (n=?). In conclusion, the rtl technique is useful in the prevention of ih when compared with pso in high-risk midline laparotomy patients, and it is not associated with a higher percentage of complications.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-05851. Citation: hernia (2022); 26:447¿456. Https://doi.org/10.1007/s10029-020-02338-9.